Event description:
It was reported that stem implanted in 2007 is asymptomatic. Lateral x-ray showing proximal loosening. Patient was revised in 2008.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional info becomes available, it will be submitted in a supplemental report.